Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (severe aortic annular calcification) might have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by our edwards lifesciences japanese affiliate, that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve, following balloon aortic valvuloplasty (bav), there was a dissection of the sinus of valsalva. Additionally during valve deployment, an annular rupture was identified. Post valve deployment and annular rupture identification, drainage and percutaneous cardiopulmonary support (pcps) were performed; however, hemostasis and hemodynamics did not improve. Subsequently, open chest hemostasis was performed and the patient left the operating room. It was indicated the rupture was associated with valve implantation. The annulus area was noted to be 4.3-5.4 cm2 with severe annular calcification. The perceived root cause of the event was heavy calcification and overexpansion. There were no device difficulties during the case (e.g., difficult crossing or valve alignment). The device remains implanted and will not be returned for evaluation.